Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot#: 1326430, medical device expiration date: 28-feb-2023, device manufacture date: 22-nov-2021, medical device lot#: 2007387, medical device expiration date: 31-mar-2023, device manufacture date: 07-jan-2022, medical device lot#: 2067364, medical device expiration date: 30-jan-203, device manufacture date: 08-mar-2022. Investigation summary: bd received one photograph from the customer in support of this complaint. The photograph shows a low draw volume level in the tubes. Separately. 20 retained samples from each batch numbers of the bd inventory were functionally tested and the issue of underfill was not observed as all 60 tubes were within specification. The complaint has been confirmed due to the photograph provided. Although the photograph provided by the customer does indicate a lack of draw, there is no evidence that the device was the cause of this defect as testing of retained samples from lot numbers provided did not confirm the reported defect. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with 1190 bd vacutainer® k3e 5.4mg plus blood collection tubes there was a low draw. There was no report of patient impact. The following information was provided by the initial reporter: underfill for 1190 out of 1493 tubes is suspected to be out of acceptable range +-10%. Higher percentage of aggregated platelets observed in the lab after the customer started using bd tubes. Problem appears systematically. There were no changes in clinical practices or conditions that could cause this, customer previously used greiner tubes. No impact since the error was visible.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Platelet clumping could not be seen from the photo. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, underfill or erroneous results (platelet clumping) were not observed. 20 retained samples from each batch numbers of the bd inventory were functionally tested and the issue of underfill was not observed as all 60 tubes were within specification no difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results-platelet clumping) because the defect was not evident in the testing of the complaint lot samples. Laboratory analysis of retain and control samples demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for underfill based on the photo provided. Erroneous results (platelet clumping) could not be confirmed. In addition, all retention sample testing was satisfactory. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
B.5. Describe event or problem: it was reported that during use with 1190 bd vacutainer® k3e 5.4mg plus blood collection tubes there was a low draw, clotting and erroneous results were obtained. There was no report of confirmatory testing. There was no patient impact. The following information was provided by the initial reporter: underfill for 1190 out of 1493 tubes is suspected to be out of acceptable range +-10%. Higher percentage of aggregated platelets observed in the lab after the customer started using bd tubes. Problem appears systematically. There were no changes in clinical practices or conditions that could cause this, customer previously used greiner tubes. No impact since the error was visible.

Manufacturer narrative:
The following fields have been updated with additional information: b.5. Describe event or problem: it was reported that during use with 1190 bd vacutainer® k3e 5.4mg plus blood collection tubes there was a low draw and erroneous results were obtained. There was no report of confirmatory testing. There was no patient impact. The following information was provided by the initial reporter: underfill for 1190 out of 1493 tubes is suspected to be out of acceptable range +-10%. Higher percentage of aggregated platelets observed in the lab after the customer started using bd tubes. Problem appears systematically. There were no changes in clinical practices or conditions that could cause this, customer previously used greiner tubes. No impact since the error was visible. H.6: additional imdrf annex a code: a0908.

Event description:
It was reported that during use with 1190 bd vacutainer® k3e 5.4mg plus blood collection tubes there was a low draw and erroneous results were obtained. There was no report of confirmatory testing. There was no patient impact. The following information was provided by the initial reporter: underfill for 1190 out of 1493 tubes is suspected to be out of acceptable range +-10%. Higher percentage of aggregated platelets observed in the lab after the customer started using bd tubes. Problem appears systematically. There were no changes in clinical practices or conditions that could cause this, customer previously used greiner tubes. No impact since the error was visible.

Event description:
It was reported that during use with 1190 bd vacutainer® k3e 5.4mg plus blood collection tubes there was a low draw, clotting and erroneous results were obtained. There was no report of confirmatory testing. There was no patient impact. The following information was provided by the initial reporter: underfill for 1190 out of 1493 tubes is suspected to be out of acceptable range +-10%. Higher percentage of aggregated platelets observed in the lab after the customer started using bd tubes. Problem appears systematically. There were no changes in clinical practices or conditions that could cause this, customer previously used greiner tubes. No impact since the error was visible.

Manufacturer narrative:
The following information has been added due to additional information being obtained: b.5. Describe event or problem: it was reported that during use with 1190 bd vacutainer® k3e 5.4mg plus blood collection tubes there was a low draw, clotting and erroneous results were obtained. There was no report of confirmatory testing. There was no patient impact. The following information was provided by the initial reporter: underfill for 1190 out of 1493 tubes is suspected to be out of acceptable range +-10%. Higher percentage of aggregated platelets observed in the lab after the customer started using bd tubes. Problem appears systematically. There were no changes in clinical practices or conditions that could cause this, customer previously used greiner tubes. No impact since the error was visible. H.6 - additional imdrf annex a code: a0302.